Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they have a central monitoring problem, no more alarms in the service. The device was in use on a patient. There was no report of patient or user harm.